Event description:
It was reported that the pins are missing in the attachments of the holding sleeves. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the locking pins indeed came off. Our engineers decided to enhance the design of the locking pin in the area of the laser welding. The instruments were still manufactured according to the old design. An internal corrective action has been opened to address this issue.